Event description:
It was reported that during a rectosigmoidectomy for sigmoid diverticular disease procedure, when we use the device, the circular stapler linear cutting 75. On this occasion the rings were intact and operating the tire fitter was positive. The patient developed fistula in colorectal anastomosis in the seventh postoperative day when we found the partial dehiscence with feces in the pelvic cavity. A temporary colostomy was made. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.